Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm critical pump error (open book image). Customer's blood glucose at time of incident was 8mmol/l. The customer doesn't recall the pump being bumped or dropped. Customer does have a part backup plan and advised to revert to this and seek medical assistance if further supplies are required. Customer was advised that pump will be replaced.

Manufacturer narrative:
The insulin pump was received with critical pump error open book, motor arm cannot communicate with the main arm error and software error detected was found in the long trace and found the line number 2725 and file number 32010 in the detailed trace. Unable to determine the root cause per research and development. The insulin pump had scratched case, pillowing keypad overlay and minor scratched lcd window.